Manufacturer narrative:
(B)(4). Damaged anvil. The analysis results found that one device was returned with the anvil bent upwards and without a cartridge reload present. The damage to the anvil is consistent with the device being clamped over an excess of tissue causing the anvil to bend upwards. The device was tested for functionality with a test reload and it achieved a complete 3-strokes sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. However, the condition of the anvil may lead that the most distal staples would not form properly. It should be noted that all devices are test fired during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Esophagus echelon straight/flex. During which stroke did the event occur? The 3rd stroke. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher force when closing and firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Event description:
It was reported that during an unknown procedure the staples were malformed after the first firing. Changed to another one to complete the procedure. No adverse event on the patient.